Manufacturer narrative:
All inr results provided by customer are performed more than three hours between two readings; since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed. In-house testing has been performed on reported lot# 237432 on (B)(6) 2011. Results as follows: inratio 2.0, inratio 2.0, inratio 2.1, reference 1.97, bias threshold 1.47-2.47; inratio 2.8, inratio 2.4, inratio 2.8, reference 2.44, bias threshold 1.44 - 3.44. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. Thirty-six total complaints have been reported for lot #237432 yielding a complaint rate of 0.007%. It is below the action threshold of 0.07%. No further action is needed at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date (B)(6) 2011, inratio 2.5; date (B)(6) 2011, inratio 1.5. Pt's therapeutic range: 2-3. Doctors have increased coumadin to get pt back in range, but pt's inr keeps going down.